Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a direct correlation between this finding and the returned modular cable could not be conclusively established through this evaluation. Furthermore, a specific cause for the driveline communication fault alarms could not be conclusively determined. It was reported that the patient reported experiencing driveline power fault alarms. The alarms appeared to clear on it own; however, the alarms reoccurred. The modular cable was exchanged. The submitted system controller event log file contained data from (B)(6) 2020 and from (B)(6) 2020. The log file captured driveline power fault alarms from (B)(6) 2020 and on (B)(6) 2020. No interruption in pump function was observed. The pump operated as intended at the set speed. Upon examination of the modular cable, no damage was observed to the outer jacket or bend reliefs. The controller and in-line connector pins also appeared unremarkable. The modular cable was then operated on a mock circulatory loop for approximately 15 minutes. The modular cable was manipulated while the pump was running; however no atypical alarms were observed and the driveline power faults could not be reproduced. Log files were retrieved from the test system controller. No atypical alarms were observed in the retrieved log files. The modular cable was also connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. Following the electrical testing and operation of the modular cable on the mock loop, the outer jacket, armor layer, bionate, and wrap layers were carefully removed to examine the underlying wires. No damage was observed. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on 15may2020. The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook contains sections on ¿alarms and troubleshooting¿ and explain all alarms, including driveline power fault alarms, and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2020-05256 and 2916596-2020-05448.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with driveline power fault alarm. The event log captured constant driveline power faults starting 17oct2020 which continued for the remainder of the log file. Technical services recommended a modular cable exchange to try and resolve the alarm. The patient had additional driveline faults. The patient underwent a controller exchange ((B)(4)) and a modular cable exchange (sn: (B)(4) to lot #6719883). The patient kept (B)(4) as a back up for their controller. The patient's modular cable will be sent back for evaluation.